Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 8 of 8 mdrs filed for the same patient (reference 1825034-2016-04791 / 04798).

Event description:
Legal counsel for patient reported that patient expired 19 days post knee arthroplasty due to alleged severe injuries, including infection, sustained from extensive surgical intervention and extensive medical treatment. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event.